Manufacturer narrative:
Revised english description (11/23/2015): as reported by medical affairs, a patient called in for medical advice and additionally reported an adverse event. On 2008/u/u patient experienced unknown event and as treatment had an unidentified stent placed in unknown vessel. On (B)(6) 1985, the patient had two unknown stents placed, one in the rca (right coronary artery) and one in the lad (left anterior descending artery) after experiencing a "heart attack and artery almost clogged". The patient had 3 unidentified stents which were placed in 2004, 2008 and 2011. The patient had an unknown cypher stent placed in year unknown. The patient had a cypher stent placed in 2008. No further information obtained at time of call. The patient stated they did not have any additional information.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a patient called in for medical advice and additionally reported an adverse event. On 2008/u/u patient experienced unknown event and as treatment had an unidentified stent placed in unknown vessel. On (B)(6) 1985, the patient had two unknown stents placed, one in the rca (right coronary artery) and one in the lad (left anterior descending artery) after experiencing a "heart attack and artery almost clogged". The patient had 3 unidentified stents which were placed in 2004, 2008 and 2011. The patient had an unknown cypher stent placed in year unknown. The patient had a cypher stent placed in 2008. No further information obtained at time of call. The patient stated they did not have any additional information. (B)(4). The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. (B)(4). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without further testing, it is not possible to determine the source of this event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. This patient is at risk for progression of coronary artery disease based on his medical history of smoking, having high cholesterol, and having a previous myocardial infarction. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed.

Manufacturer narrative:
Concomitant products: simvastatin (cholesterol) 40mg/daily at bedtime; asmanex inhaler (copd) 1/daily as needed. (B)(4). The device will not be returned for analysis, therefore, no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by medical affairs, a patient called in for medical advice and additionally reported an adverse event. On (B)(6) 1985, the patient had two unknown stents placed, one in the rca (right coronary artery) and one in the lad (left anterior descending artery) after experiencing a "heart attack and artery almost clogged." The patient had three unidentified stents placed, including an unknown cypher stent, two of which were placed in 2004, and 2011. The patient had a cypher stent placed in 2008. On (B)(6) 2008, patient experienced unknown event and as treatment had an unidentified stent placed in unknown vessel. No further information obtained at time of call. The patient stated they did not have any additional information.